Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided. Email address unknown / not provided. Premarket identification k011028 and k013227.

Event description:
Doctor reported that implant relocated to the maxillary sinus when placing the healing abutment. Tooth site 22.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: expiration date . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) implant was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Bone debris on the vent and dried blood inside implant drive feature. The device could not be functionally tested for the reported failure (relocation into sinus). However, measurements were taken using a caliper and product was determined to be within design specification. Device history record (DHR) review was completed for the subject lot number 1235571. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1235571) was performed for similar event (keyword used sinus relocation) and no other similar complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified.